Event description:
Nurse reported customer's death. The last blood glucose taken was 450 mg/dl. The cause of death was cardiac arrest. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.